Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone by customer's mother that the insulin pump alarmed motor error. The customer's mother stated that the customer received the motor error alarm at midnight, so he changed the reservoir and it kept alarming. The customer removed the insulin pump and reverted to manual injections for the day. The customer is not currently wearing the insulin pump. Unable to do troubleshooting, the customer's mother does not have the insulin pump. The customer's blood glucose was unknown.